Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were advised by their dentist to stop aligner treatment due to their tmj. Dentist stated that the byte aligners will not correct the patient's issues.